Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm was 5.2 cm in diameter. The aortic neck was 21 mm in diameter at the renal arteries and 20 mm in diameter 2.5 cm below the renal arteries, the length of the aortic neck. There was severe tortuosity in the left (contralateral) iliac artery and mild to moderate tortuosity in the right (ipsilateral) iliac artery. It was reported that the stent grafts were implanted without issue. The patient presented sixteen days post index procedure with lower limb pain. The patient was brought back into the o.r. The physician inserted a guidewire; however, was unable to get the wire in the contralateral iliac limb, as it was occluded with thrombosis. The occlusion was up to the flow divider; therefore, no occluder device was required. The physician elected to perform a femoral to femoral bypass, restoring blood flow. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (occlusion, fem-fem bypass). Patient's condition affected effectiveness of device (likely anatomy related; severely tortuous left iliac artery). Conclusion: device failure/lack of effectiveness related to patient condition (likely anatomy related; severely tortuous left iliac artery).